Event description:
It was found that the siderail drops quickly when lowered due to a broken assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.